Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a piece of plastic housing was prohibiting the jaws from closing completely. A new device was used to complete the procedure. There was no patient impact.